Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available.

Event description:
As reported by the sales rep, after initial implant of a certas plus valve, it was explanted due to no flow. On monday (B)(6) 2017 the surgeon conducted a shunt placement case and attempted to implant product # 828803pl (serial# (B)(4)). The valve was initially set prior to opening the package with the certas plus tool kit at 4. Prior to implantation, the surgeon said the device had been fully ¿primed¿ using the provided syringe attachment. After initial implant of the device, no noticeable flow was able to be detected from the distal catheter. Upon which the surgeon attempted to check to be certain there was fluid flowing from the ventricle placement by tapping the bulb portion of the valve and there was fluid, however no flow could be detected. After attempting to turn down the flow to setting 3, still no flow was present. Upon which the decision was made to explant the certas plus valve and implant a codman hakim valve set at 80mm/h20 and this valve flowed as it should. Per rep, a 15 min delay; no other adverse besides revision, device not being revised as it was scrapped by staff.

Manufacturer narrative:
(B)(4). A review of manufacturing records found no discrepancies when the device was released to stock.